Event description:
The patient underwent implantation of a synchromed pump and catheter in 2001 for intrathecal infusion of medication for non- malignant pain. The hcp refilled the pump after implant with sufentanyl 50 mcg/ ml, clonidine 200 mcg/ ml at 25 mcg/ day. A bolus of 5 mcg above the priming bolus was given. Catheter implant length was 25 cm. The patient received the entire 10 cc refill overnight and came back to the hcp the following day. The hcp decided to wait 72 hours before refilling. Overdose occurred due to miscalculations prior to programming the pump. The patient recovered. The patient developed wound dehiscence and underwent explantation of the pump 2 months post implantation. The patient will undergo implantation of another synchromed pump in 3-4 weeks.